Manufacturer narrative:
Amendment corrected fields: h6 impact codes.

Event description:
It was reported that approximately two weeks after it was implanted this right atrial (ra) lead caused a perforation, that caused a pericardial effusion resulting in the patient requiring pericardiocentesis. This lead was repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that approximately two weeks after it was implanted this right atrial (ra) lead caused a perforation, that caused a pericardial effusion resulting in the patient requiring pericardiocentesis. This lead was repositioned and remains in service. No additional adverse patient effects were reported.